Event description:
Crack noted in plastic plate of drape after case completed. This is the third incident of plate drape failure. There was five machines utilizing this device which rotate to all or suites. Resolution - replacement of all heaters by co and staff education was initiated and completed. Follow-up-ongoing monitoring of warmer surface corrosion/pitting with prompt replacement as needed. Heater device failure - corrosion. Cooler device failure - unknown.